Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011. The field service engineer (fse) replaced the wash and precision pump seals and o-rings. The fse verified all alignments and executed instrument verification testing which met published specifications. Although repairs were made to the instrument before it was returned into service, a definitive root cause for this event has not been determined to date. Associated mdrs for this event are: 2122870-2011-01962, 2122870-2011-01993.

Event description:
The customer reported that a creatine kinase-mb isoenzyme (ck-mb) repeat result below the normal reference range and exceeding the assay's precision claim was generated on the access 2 immunoassay system for one patient sample. Troponin (accutni) results were generated for the same sample and were also regarded as suspect. This report represents the suspect ck-mb result. The ck-mb result was reported out of the laboratory. There was no reported death, serious injury or modification to patient treatment associated or attributed to this event. An initial ck-mb result had been generated on the same instrument and had been regarded as "normal". Quality control results were performing within customer established ranges at the time of the event and system checks were meeting established specifications. The ck-mb sample was collected in li heparin tube and centrifuged prior to testing. Customer indicated that there did not appear to be any visible issues with the sample.